Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the water (liquid) leak on the endoscope could not be identified. The event can be detected/prevented by following the instructions for use which state: [4.4 connection of an endoscope]. Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported that errors "b30" and "e216" occurred when using olympus, model series 190 scopes with the olympus, model clv-190, evis exera iii xenon light source. The problem, as reported to olympus, occurred during a colonoscopy procedure. The intended procedure was completed after obtaining an alternate scope. A delay in procedure of "a few minutes" occurred due to the problem. There was no reported adverse health effect to patient, associated with the delay. This report is submitted due to the report of a"b30" error. There was no patient injury, associated with the event, reported to olympus. This is report #2 of 2 due to multiple events reported. Reference report patient identifier (B)(6) for additional event.

Manufacturer narrative:
The suspect device was evaluated onsite by an olympus technician. The evaluation found evidence of a liquid leak into the endoscopes and the likely cause of the errors was attributed to the scopes. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.